Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant the physician noticed the "non-retraction screw in." After removing the lead from the body "it was possible to notice the deformed shape of the screw. The lead was not used and new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that during lead fixation, the doctor could not do the fixation as the helix would not move.